Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.69 ml, extension set, clave¿ connector where the customer reported that the product was found that the end of the IV extension that attaches into the part that screws into the catheter came apart spontaneously. It was further stated that this could be really problematic if were to happen during procedure under anesthesia or any hospital patients and there's also a risk of patients losing a large volume of blood if not noticed. Additionally, it was reported that the IV was started in pre-op by a nurse and the IV with the extension set was flushed with stained. The incident happened in the middle of the procedure after anesthesiologist hung fluids and noticed the linen was getting wet. It was further stated that when anesthesiologist checked the IV site and noticed the extension set came apart spontaneously there was no blood loss noticed. There was patient involvement, no human patient harm, there could be perceived issue impact patient safety.

Manufacturer narrative:
Received one used list #12738 extension set. Tubing was separated from the secure lock male adapter and air filter assembly. The bonding location was examined. There was no solvent present on both the tubing and the cassette. The complaint of separation can be confirmed. The most probable cause is due to insufficient solvent application during manufacturing in (B)(6). The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.